Manufacturer narrative:
Catalog: 72404161; serial number: (B)(4); UDI: (B)(4). The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and reservoir performed within specifications. Note cylinder 2 had three (3) window quick connectors (wqc) on the input tube kink resistant tubing (krt) to the pump. The pump was tested twice and during testing failed the inflate test both times.

Event description:
It was reported the patient had his inflatable penile prosthesis removed due to infection in the location of the pump and left cylinder. No further patient complications were reported in relation to this event. This complaint was initially submitted to FDA via asr report q1 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.